Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("malposition of essure device location of device: uterus\ migration of essure device location of device: uterus\ the coil on the left side migrated into uterus \it extends from the ostium through the fallopian tube up into the myometrium"), genital haemorrhage ("has had bleeding for last 44 days") and colitis ulcerative ("idiopathic ulcerative colitis") in a 36-year-old female patient who had essure (batch no. 626977) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, haemorrhoidal haemorrhage, depression, vaginal leukoplakia, anxiety, insomnia, menometrorrhagia, parity 3 and multigravida. Previously administered products included for an unreported indication: mirena, singulair and progesterone. Concurrent conditions included abdominal pain, back pain and dyspareunia. On (B)(6) 2009, the patient had essure inserted. In august 2011, the patient experienced colitis ulcerative (seriousness criterion medically significant). In march 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti's\ bladder or urinary problems or changes told her bladder was 'too flappy' and therefore had too many utis") and bladder disorder ("bladder or urinary problem or changes:flappy bladder"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2013. At the time of the report, the device expulsion, pelvic pain, menorrhagia and dysmenorrhoea had resolved, the genital haemorrhage, colitis ulcerative, vaginal haemorrhage and bladder disorder outcome was unknown and the urinary tract infection had not resolved. The reporter considered bladder disorder, colitis ulcerative, device expulsion, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: insertion details-after deploying of the essure device there were 5 coils on the right side and 5 coils on the left side. Shallow placement of left essure coil. Post removal, no perforation of essure coil, but left essure not placed into the ampular portion the tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 04-may-2009: unilateral occlusion (right tube occluded), persistent patency of left fallopian tube. Concerning the injuries reported in this case, the following one was confirmed in patients medical record: female pelvic pain and dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-may-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("malposition of essure device location of device: uterus\ migration of essure device location of device: uterus\ the coil on the left side migrated into uterus \it extends from the ostium through the fallopian tube up into the myometrium"), genital haemorrhage ("has had bleeding for last 44 days") and colitis ulcerative ("idiopathic ulcerative colitis") in a (B)(6) female patient who had essure (batch no. 626977) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, haemorrhoidal haemorrhage, depression, vaginal leukoplakia, anxiety, insomnia, menometrorrhagia, parity 3 and multigravida. Previously administered products included for an unreported indication: mirena, singulair and progesterone. Concurrent conditions included abdominal pain, back pain and dyspareunia. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2011, the patient experienced colitis ulcerative (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti's\ bladder or urinary problems or changes told her bladder was 'too flappy' and therefore had too many utis") and bladder disorder ("bladder or urinary problem or changes:flappy bladder"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2013. At the time of the report, the device expulsion, pelvic pain, menorrhagia and dysmenorrhoea had resolved, the genital haemorrhage, colitis ulcerative, vaginal haemorrhage and bladder disorder outcome was unknown and the urinary tract infection had not resolved. The reporter considered bladder disorder, colitis ulcerative, device expulsion, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: insertion details-after deploying of the essure device there were 5 coils on the right side and 5 coils on the left side. Shallow placement of left essure coil. Post removal, no perforation of essure coil, but left essure not placed into the ampullar portion the tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: unilateral occlusion (right tube occluded), persistent patency of left fallopian tube. Concerning the injuries reported in this case, the following one was confirmed in patients medical record: female pelvic pain and dysmenorrhea. Most recent follow-up information incorporated above includes: on 30-apr-2019: pfs received. Event injury nos was deleted and new events were added. Vaginal bleeding, menorrhagia, urinary tract infection, malposition of essure device: uterus\ migration of essure device: uterus\ the coil on the left side migrated into uterus \it extends from the ostium through the fallopian tube up into the myometrium, dysmenorrhea, pelvic pain, ulcerative colitis/idiopathic colitis, genital bleeding were added. Concomitant conditions was added. Past medical history was added. Lab tests was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.